Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the up, down and ok keypad buttons were intermittently unresponsive when pressed. At the time of troubleshooting, the reporter denied any visible damage to the pump¿s keypad. The reporter also confirmed the pump was not exposed to moisture. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.